Event description:
The customer reported the following: "1320-0233: metal spiral bent and wires of the spiral broken open. 1320-0200: hexagon of screwdriver bent, no longer goes on screw. 1320-0232: cone broken off. The procedure was completed successfully with a gamma3 set from another hospital."

Manufacturer narrative:
Corrections: please refer to d1-product long description, d4 catalog#, h6 device code, h6 component code. The reported event could not be confirmed, since the returned device is conforming to specifications and fully functional. The device inspection revealed the following: the received screwdriver shows no evident signs of breakage or any deformation. The surface of the device looks good for use. A functional test was performed with the returned screwdriver and a sample screw. The hexagonal socket holds the screw without any issue. The screw could be assembled with the nail without any issue as well as removed from nail. Hence the reported issue could not be confirmed, as the device was able to function well. A review of the device history for the reported lot did not indicate any abnormalities. No indications of manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Since the device was found to be fully functional and the alleged issue could not be confirmed, the issue is most likely related to user related factors. If any additional information is provided, the investigation will be reassessed.

Manufacturer narrative:
Upon completion of the investigation, additional information will be provided in a supplemental report.

Event description:
The customer reported the following: "1320-0233: metal spiral bent and wires of the spiral broken open 1320-0200: hexagon of screwdriver bent, no longer goes on screw 1320-0232: cone broken off. The procedure was completed successfully with a gamma3 set from another hospital."